Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage closure procedure occurred and a 27mm watchman flx pro closure device was implanted. At the 45-day follow-up, imaging identified a grade 1 device-related thrombus. No corrective actions or diagnostic tests were associated with the finding.